Manufacturer narrative:
On (B)(6) 2017 integra investigation completed. Method: failure analysis, device history evaluation. Failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Complaint will be reopened if product is received. Nonconforming product report/nonconforming material report history: none. Variance authorization/deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history: corrective action preventive action history: none. Document: inspected/released on n/a health hazard evaluation history: none. Root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports a light lead which is overheating to the point of burning people, the actual part that is causing problems is the metal connector that fits into the light box.